Event description:
The sheath of the maximum hemostasis introducer splintered as it was pulled out of the patient.

Manufacturer narrative:
The reported event of "sheath of the maximum hemostasis introducer split as it was pulled out of the patient" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The maximum introducer instructions for use (IFU) states that damage to the valve assembly may occur if inner catheter is withdrawn rapidly. Additionally, the (IFU) cautions that upon removal of the hemostasis introducer proper precautions should be taken to prevent bleeding.

Event description:
The sheath of the maximum hemostasis introducer split as it was pulled out of the patient as part of a completed procedure.